Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter at 3:59 pm was 4.6 inr. The patient was drawn at 4:05 inr and the result from a laboratory using dade innovin reagent was 3.5 inr. There was no allegation of an adverse event. The patient held their coumadin dose based on laboratory result. The patient had no known hematocrit issues, no direct thrombin inhibitors, no heparin therapy, no lupus, no antiphospholipid antibodies, no dose changes, no diet changes, no new medications, no new illnesses, and no bleeding or bruising. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 38%. Donor 2 hct: 48%. Testing results: donor 1: retention meter with masterlot strips: 2.7 inr; customer meter with masterlot strips: 2.7 inr . Donor 2: retention meter with masterlot strips: 2.2 inr, customer meter with masterlot strips: 2.2 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. The results alleged by the customer were not observed in the meter result memory. Relevant retention test strips (lot 286323) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided that would point to a cause for the result discrepancy.